Event description:
After several attempts to impact a ceramic liner into the acetabular shell, the surgeon noticed chipping of the rim of the liner.

Manufacturer narrative:
A review of the device history records for the implant showed that no material property, mechanical, or dimensional discrepancies existed. Visual examination indicates chipping/fracturing of the ceramic liner rim. There is published literature that supports the probability of fracture if the liner is canted and wedged into the shell before impact. Instructions for use are packaged with each device and warns that this type of event can occur.